Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in an unknown procedure performed on (B)(6) 2025. According to the complainant, during the procedure the trip wire broke. The provider was able to retrieve all the components as they stayed attached to the device.